Manufacturer narrative:
Assessment and investigation by merz: a lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for radiesse, did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, rec-(B)(4), 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious as in the opinion of the reporter, treatment was necessary to prevent a permanent damage. Symptomatic anti-inflammatory treatment was reported and outcome was reported as not resolved for the nodules and the swelling. As anti-inflammatory treatment was given, the event injection site inflammation was considered as serious. The events injection site inflammation and pyrexia occurred in compatible temporal relationship whereas no precise information was given on event onset date of the event injection site nodule, however, it occurred within 6 weeks after injection which is possible. The events occurred in compatible local relationship with pyrexia being a systemic event. Injection site inflammation (serious) and injection site nodule (non-serious) are expected, whereas pyrexia (non-serious) is unexpected based on the currently valid chinese instructions for use (IFU) of radiesse. Off label use of device is coded for formal reasons only. An injection into the foreahead and nasal dorsum is not an approved indication based on the IFU. Fever is usually a systemic response to the inflammation. In this case, the fever was reported as low grade. The reported swelling is considered as a symptom of the inflammation and was therefore not coded. Although confounding factors include previous treatments, a contributory role of the treatment with radiesse is more likely due to close local relationship. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible/possible temporal and compatible local relationship , however there is no indication that a product-related issue contributed to the events. This case is assessed as serious with the serious event injection site inflammation because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment and investigation after follow-up information was received on 01-jun-2026: the batch record review for radiesse, lot: a00232240, contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. Causality for the previously events remains unchanged as possibly related to the treatment with radiesse , however there is no indication that a product-related issue contributed to the events. This case is still assessed as serious with the serious event injection site inflammation because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment and investigation due to follow-up information received on 09-jun-2026: in this case, the patient received comprehensive treatment at a public hospital. The outcome of the event pyrexia (non-serious) was considered as resolved. The outcome of the events injection site inflammation (serious) and injection site nodule (non-serious) remained unchanged. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the events. This case remains as serious with the serious event injection site inflammation because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a chinese physician and concerns a 30-year-old female patient (weight: 53 kg, height 170 cm). The patient was injected with a total of 3 ml of radiesse, into the forehead and nasal dorsum (off label use of device), on (B)(6) 2026. Batch number was reported as a00232240. A lot search in the global safety database was conducted. Radiesse was injected in layers at the supraperiosteal and subcutaneous planes. No concomitant medications or medical devices were used. This was the patients first use of radiesse. The patient was previously injected with hengli (botulinum toxin type a) for shoulder slimming, 2 syringes of aphranel (caha filler from another manufacturer) to improve indian lines, and botox injection for masseter reduction, in march 2026. She had never experienced adverse events induced by the same type of medical device before. The patient's medical history, allergies and concomitant medication were reported as none. On (B)(6) 2026, after the radiesse injection, the patient experienced forehead swelling, followed by a low-grade fever and elevated inflammatory indices. Nodules appeared on the glabella, nasal dorsum and forehead, with marked swelling at the glabella. As of on (B)(6) 2026, the patients nodules and swelling did not recover, and low-grade fever persisted. The attending physician administered symptomatic anti-inflammatory treatment (specific medicines unknown) and the patient was under ongoing follow-ups. The treatment was necessary to prevent permanent damage. The outcome of the event low grade fever is unknown. The outcome of the remaining events was reported as not resolved. In the opinion of the reporter, the events were possibly related to radiesse. Follow-up information was received on 01-jun-2026: the batch record review was received and the lot number for radiesse was confirmed as a00232240 (expiry date: 19-oct-2028). Follow-up information was received on 09-jun-2026: the patient was injected with a total of 2 syringes (3 ml) of radiesse into the forehead, glabella and nasal root for skin cosmetic procedure. Radiesse was injected against the periosteum as pure solution injection. Needle gauge was unknown. No malfunctions or device deficiencies occurred during treatment. The patient medical history and history of allergies were reported as none. Referring to the nodules, the mass covered an area of 6 to 8 cm, and was mainly localized at the glabella and forehead. Corrective treatment included anti-inflammatory and antipyretic intravenous infusion at a public hospital. Swelling persisted, and no fever was reported. Due to the provided information, the outcome of the event low grade fever was considered as resolved in 2026 (changed from unknown). The outcome of the events elevated inflammatory indices and nodules remained unchanged. In the opinion of the reporter, the events were related to radiesse. Therefore, the causality was changed from possible to related.